Event description:
It is reported that the pt was revised due to pain and loosening of the tibial component. Upon removal, it was noted that the tiba had no cement adherence.

Manufacturer narrative:
Info was received from a distributor who is not required to complete form 3500a. This bone cement is manufactured at heraeus medical and distributed through zimmer orthopaedic surgical products. This report will be amended when our investigation is complete.